Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that there was an alert for noise, high sensing integrity counters and high impedance on the right ventricular lead. The lead was replaced. No patient complications have been reported as a result of this event.